Event description:
I had mcghan smooth, round breast implants on (B)(6) 2000 by dr. (B)(6) in (B)(6). Up to this time, I was very healthy with tons of energy and very few health concerns, if any. Shortly after having breast implants, I began getting sick and have since been diagnosed with many health issues, to include: constant breast pain, hashimoto's thyroiditis, chronic fatigue, all over joint and muscle pain (back, neck, hands, feet, hips, knees), stiffness, worsening headaches, migraines, memory loss, concentration and cognition problems, depression, anxiety, hair loss, gastrointestinal problems, dry skin, hair, and nails, persistent epstein barr virus, reflux and gerd, vertigo, easy bruising, hysterectomy, fibroid tumors, diminishing hormones, adrenal fatigue, chronic dry eyes, blurred vision, inability to lose weight, body wide inflammation, premature aging of the skin, hearing loss and fungal ear infections, sinusitis, allergic rhinitis, ringing of the ears, new food intolerances and allergies, heart arrhythmia, gall bladder failure, frequent urination, numbness and tingling in limbs, cold hands and feet, shortness of breath, liver enzymes elevated for no reason, diagnoses of fibromyalgia and ebv, diagnoses of scad (segmented colitis and diverticulosis), chronic constipation, benign growths in arm, fingers, breasts, breast biopsies. I do not have one specific test result to share, however, my health records are full of tests and results. I have some of the test results in my possession as well. I am unsure what to send, as I've had so many health issues and tests run, some that were inconclusive. I am having en bloc explant breast implant removal surgery with dr. (B)(6) in (B)(6) on (B)(6) 2021. I am going to ask to keep my implants. I have been told by others that some facilities keep the implants and I cannot understand why, being that I paid for them and they belong to me. If all else fails, I will have photos of the implants with the capsule intact and also of the implants after the capsule has been cut off. FDA safety report ID # (B)(4).